Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that he received four motor error alarms in one day while trying to deliver a bolus. Customer stated that none of the boluses delivered completely. He stated that he hadn't dropped the insulin pump in over two years. He stated that there was a crack on the insulin pump by the reservoir compartment and that the drive support cap was coming out, but that he fixed it with tape and had not had any problems with it. He did not recall any exposure to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. The blood glucose reading was 280 mg/dl. Customer stated that he belived the blood glucose was high due to wearing the infusion set for longer than recommended. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.